Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hysterectomy. According to the reporter: the needle detach from the nylon suture junction during the surgery. Needles remain in the jaws of the devices. Doctor used another vloc to continue the case. There was no unanticipated tissue loss. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.